Manufacturer narrative:
(B)(4). Report source foreign: event occurred in (B)(6). Visual inspection of the returned product noted the tip to be slightly bent. No other damages were noted. The anchor assembly was not returned. It is unknown how and when the tip was bent. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the juggerknot came off after insertion. Upon investigation, it was determined that the device was bent. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.